Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband had been hospitalized twice within a short time frame for high blood glucose. The patient's blood glucose at the time of the most recent ER visit was 527 mg/dl. The day before the high blood glucose he had a hypoglycemic event below 50 mg/dl. Troubleshooting was initiated to inspect the pump for damage and functionality. A high pressure test was performed and failed on the first attempt; the device passed on a second attempt. The insulin pump is out of warranty and will not be replaced or returned, but the 24-hour helpline assistant is putting in a request for a replacement due to the high pressure test failure on its initial attempt.